Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump. The issue did not recur after the reset, and the customer was instructed to call back if the malfunction code reappears, which the customer acknowledged and understood.